Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2017 with the following findings: a review of the pump¿s black box showed multiple cs 163 no cartridge detected warnings occurred. During testing, the load step malfunction was duplicated. During the load step, the piston pushed up until the cartridge was empty. The force sensor calibration was found to be out of specification. The pump was opened and moisture was found on components of the force sensor.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.